Event description:
<P>it was reported that an altitude alarm occurred. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event. </p>.